Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During gynecological electrocautery surgery, it was reported that the patient experienced convulsions while under anesthesia. It was suspected that the electrocautery resectoscope was leaking electricity. On-site engineer revealed that the cause of the patient's convulsions may have been related to the anesthesia. It was confirmed that the procedure was completed successfully and there was no further impact or consequences. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: the claimed product (26040gp1) was not returned to karl storz tuttlingen. Therefore, a technical investigation or functional testing could not be performed. The customer did not report a specific defect but only shared an initial assumption, which was subsequently relativized by the technician's immediate on site assessment. The observed convulsions are more likely attributable to the anesthesia rather than to the product. Based on the absence of the returned device and the information currently available, no product defect can be identified. The IFU details the measures that must be taken to operate the medical device safely and prevent malfunctions. The event is filed under internal karl storz complaint ID: (B)(4).